Manufacturer narrative:
The device involved in the reported event, was discarded at the facility. Without the device we are unable to confirm the reported problem. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in (B)(6) stated that at 5000 cpm, the cutter loses its cutting efficacy. After reducing the cutting speed, the cutter works fine. There was no patient injury reported.